Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No excessive no delivery or occlusion alarm noted. No motor error alarm noted. Motor passed motor test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 427 mg/dl at the time of incident. Customer reported that the insulin pump had motor error. Customer reports they were able to clear the alarm. Customer states they are able to rewind the insulin pump. Customer stated they tried to disconnect and got no delivery alert. Customer advised the pump will need to be replaced. Advised to discontinue use of the insulin pump. The insulin pump will not be returned for analysis. The device will be returned for analysis.